Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg pocket has been shifted downward but remains on the same side of the body. No rotation or repositioning of the device was observed, and no abnormal findings were noted upon revision. Electrocautery was used. Prior to the procedure, charging re-education was attempted. The ipg was discarded by the hospital and will not be returned for analysis. Following the post-operative visit, the patient has shown significant improvement, the patient expresses satisfaction with this outcome.